Event description:
(B)(6). Problem: this x-ray system at the start of generating x-ray displayed an error message along with a strong burning odor. No smoke was visible but the fire alarm went off and the fire brigade came to this site.

Manufacturer narrative:
Eval method, results, conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.